Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin pump went into threshold suspend multiple times. The customer¿s sensor glucose reading from the reported event was 58 mg/dl while their blood glucose reading was 170 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The sensor glucose that triggered the suspend event was 58 mg/dl and lower. The suspend on low limit in the sensor setting was 60 mg/dl. The sensor will be returned for analysis.